Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: two samples were received. One sample has the plunger rod-rubber stopper all the way down. It has the tip cap, there is no solution. Visual inspection was performed, there is no stopper separation from plunger. The other sample has the stopper at 5.5 ml, it has plunger rod, tip cap and solution. Visual inspection was performed there is no stopper separation from plunger. No manufacturing issues were experienced during the production of these products. At the plunger rod labeler equipment, we have an inspection for stopper separation; all inspections were accepted. Root cause cannot be confirmed. No manufacturing issues were experienced during the production of these products. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd pre-filled posiflush¿ normal saline syringe plunger disconnected during use. This occurred on 3 occasions. The following information was provided by the initial reporter: material no.: 306499. Batch/lot: 9002663. It was reported that the "plunger becomes disconnected while flushing a mediport". Customer text: we have been having difficulties with flush syringes. The issue seems to be the plunger becoming disconnected while flushing a mediport. It¿s happened at least three times, but only one has been saved because the others were contaminated with blood and were discarded.